Event description:
The customer reported that a patient removed the ECG leads and the spo2 sensor. The inop tone for the ECG leads off was not recognized by the staff and the patient was found unresponsive. The patient received emergency care but life support was withdrawn and the patient is deceased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.